Event description:
Ruptured right mentor breast implant (600 cc) removed. Originally implanted approx 10 years ago. Left intact mentor breast implant (600 cc) removed at the same time. FDA safety report ID# (B)(4).